Manufacturer narrative:
Item number was not provided to smith medical.

Event description:
It was reported that a smiths medical pump alarmed while using the 100 ml cassette. The pump continues to beep but no alarm displayed.